Event description:
During the review of programming history in the programming history database for a vns pt, it was noted that high impedance was received during system diagnostics at implant date. The pt at the time was implanted in (B)(6) 2006 and underwent generator replacement surgery on (B)(6) 2008. At the moment it is unk if any interventions were taken for the high lead impedance or if the issue resolved as good faith attempts to obtain additional info have been unsuccessful to date.